Event description:
It was reported a patient had an initial left unicompartmental knee arthroplasty and developed pneumonia and hypotension within a week of the procedure. No additional information is available.

Manufacturer narrative:
(B)(4). D10: us154700 vanguard m uni brng b4 lm/rl lot# 478980, unknown cement lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. It was reported that six days postop, a patient with considerable cardiovascular comorbidities developed pneumonia and hypotension. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. The microorganism causing pneumonia can enter the bloodstream or the body's response to the infection can be excessive, resulting in hypotension. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of pneumonia and hypotension developed, and medical intervention would be required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.